Event description:
It was reported while unloading a patient from the ambulance, the safety bail of the stretcher allegedly did not engage with the safety hook and the stretcher lowered from the ambulance. It was reported the patient nonverbally expressed pain but no physical injury was observed. Reported medical intervention was described as assessment only. The stretcher was returned to the manufacturer for a visual and functional evaluation. The stretcher was cycled through the load/unload process several times and the reported issue could not be duplicated and the stretcher was observed to be functioning as intended. It could not be determined what the contributing factor to the incident was.